Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a 3.5mm diameter x 15mm length s670 over-the-wire stent delivery system was inserted into a saphenous vein graft. The lesion was located in the mid-vein graft distal to a previously deployed stent. It was not possible to cross the previously deployed stent to get to the target lesion. Therefore, the stent delivery system was pulled back. During the removal of the stent delivery system, the stent caught on the previously deployed stent causing it to dislodge from the stent delivery balloon. Subsequently, a snare device was inserted to retrieve the undeployed stent. However, during removal at the femoral sheath the stent dislodged into the patient's groin. The undeployed stent remains in the patient's arterial vasculature. There was no further treatment to the target lesion and no additional clinical sequelae reported relative to the event.